Event description:
On 05/07/1997, the MFR rec'd the following info from it's intl dist regarding a facility in the territory: dist has rec'd a complaint with regard to catheters from a facility. The facility has been requested to fill out a complaint form which will be forwarded to co in due course. Additionally, it was stated that the intl dist has exchanged the facility's stock of the affected lot number with a different batch/lot number, and replaced the devices free of charge. The facility has disposed of the problem devices. No further details were provided.